Manufacturer narrative:
The customer complained that she choked on loose bristles. Choking may lead to permanent impairment of a body function. The adaptive clean brush head is an accessory to the sonicare diamondclean smart power toothbrush.

Event description:
Consumer complained about bristles falling out and choking her. No medical attention noted.